Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report could not be replicated. Review of the logs from july 15, 2025, showed users initially obtained a clear ECG signal through lead ii, but a 12-lead analysis failed due to "data quality limits ECG analysis." Shortly aftward, the ECG signal became noisy with intermittent multi-lead fault and out-of-fault messages, indicating inconsistent lead contact. Once the ECG leads were reattached, a stable signal was obtained and a subsequent 12 lead analysis succeeded. These findings suggest that the ECG leads were not making consistent contact with the patient during the first attempt, likely due to poor coupling or faulty accessories. The device and ECG leads passed all testing, and the limb leads were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.